Event description:
The end user reported while transporting a patient, the stretcher became stuck in the raised position and could not be loaded into the ambulance. The patient had to be transferred to another stretcher to complete the transport. There was no reported delay and no adverse health consequences to the patient were alleged.